Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported, following the implant of an intraocular lens (iol) a gouge was noted in the lens. The surgeon wanted to see the outcome and indicated that patient harm could not be determined. Additional information is requested.